Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported, torque limiter broke intro operatively. Flashed another one to get through surgery.